Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. There was no reported condition. Each suture was detached from the needle. One suture was in the retainer. The most probable root cause would be the suture breaking under tension. Probable root cause was suture breaking under tension. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no reported condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.